Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, while positioning the right ventricular (rv) lead, a ventricular tachycardia occurred. The lead was repositioned and remains in use. The patient is a participant in the discovery clinical study. No further patient complications have been reported as a result of this event.